Event description:
Doctor reported that crown/abutment was loose on (B)(6) 2024 due to fracture of implant collar. Doctor also reported bone loss.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm), for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. Device history record (DHR) review was completed for the subject lot number 61102430. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61102430, for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. Bone loss is a non-verifiable event. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.